Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced sensor break. The customer's blood glucose value was unknown. The customer stated that the sensor fell off and they did not see the electrode. The customer stated that the sensor cannula was missing. The customer reported that the sensor cannula fractured while in the body. The product was returned for analysis.